Manufacturer narrative:
This device remains implanted. No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this patient presented for a routine follow-up to a competitor sales representative. Upon interrogation, out of range telemetry noise was noted. It is unknown if this device was successfully interrogated. No adverse patient effects were reported.